Manufacturer narrative:
Follow-up #1 date of submission 09/26/2017-product analysis: the device was returned and evaluated by product analysis on 08/29/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. The vibratory alert was functioning per specification. Moisture was observed on the pump¿s internal components. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent vibration issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.